Event description:
As reported, the sleek balloon catheter was not smooth tracking over a non-cordis wire during insertion. After use, there was difficulty removing the sleek balloon catheter from the wire. While trying to remove the sleek, the shaft separated. The physician cut the wire to get the remainder of the balloon out if the way. There was no adverse impact to the patient. It was reported by the rep that during an angioplasty procedure, after successfully using a catheter to gain reentry in the right common iliac artery, he used the device to dilate the right common and external iliac artery the lesion was successfully dilated without issue. When attempting to bring the balloon off the wire it became evident that the balloon was very difficult to remove over the wire. After continuing to pull very hard in order to get the balloon off the wire, the shaft actually separated. In order to continue with the procedure, the wire needed to be cut to get the remainder of the balloon out of the way for a catheter to go over the wire. It should be noted that the balloon was observed to be tight/ not very smooth tracking over the wire when initially being loaded onto the wire, however, the physician did not feel it was an issue at that time. It was observed to be not kinked at anytime. A competitor 300cm .014' wire was being used. The procedure was delayed by 10 minutes. There was no adverse impact to the patient. One device will be returned.